Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that pump had no delivery alarm. Customer's blood glucose level was in 300 mg/dl range. Customer was advised to program 1.0 unit fixed prime until insulin was visible at the end of tubing. Customer treated high blood glucose with injection and declined troubleshoot for high blood glucose. Customer will not return pump for analysis.